Event description:
It was reported that the patient presented to a scheduled generator change procedure. Prior to the procedure, the right atrial lead exhibited high and out of range pacing impedance. During the procedure, while attempting to extract the right atrial lead, the lead's helix remained extended and fixed in place. At this time, the helix was disconnected from the rest of the lead body. Echo imaging was then performed, and a small pericardial effusion was noted. Immediately after, it was resolved through a pericardiocentesis. The lead was ultimately explanted and replaced. The patient was recovering.